Manufacturer narrative:
Abbott field service replaced the architect cuvette 1 pair (01g46-02) to resolve the issue. No contributing factors prior to the complaint were identified in regard to the system. The service history of the c401604 verifies no subsequent decreased sodium, potassium and chloride results have been reported. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the c401604 analyzer was identified.

Event description:
The customer reported falsely decreased sodium results generated on the architect c4000 analyzer on multiple patients. Results provided: (B)(6) 2022 sid: (B)(6) (18-day old male) = 114 mmol/l, another architect = 141 mmol/l (reference range: 133-146 mmol/l). (B)(6) 2022 sid: (B)(6) (7-day old female) = 119 / 138 mmol/l (reference range: 133-146 mmol/l). (B)(6) 2022 sid: (B)(6) (2-yr old female) = 111 / 136 mmol/l, another analyzer = 137 mmol/l (reference range: 136-145 mmol/l). (B)(6) 2022 sid: (B)(6) (3-mo. Old male) = 107 mmol/l, another architect = 141 mmol/l (reference range: 139-146 mmol/l), other results provided: potassium = 3.9 mmol/l (reference range: 3.4-6.0 mmol/l), chloride = 92 mmol/l (reference range: 98-107 mmol/l), another architect: potassium = 5.2 mmol/l, chloride = 106 mmol/l. (B)(6) 2022 sid: (B)(6) (71-hr. Old female) = 105 mmol/l, another architect = 138 mmol/l (reference range: 133-146 mmol/l), other results provided: potassium = 3.3 mmol/l (reference range: 3.2-5.5 mmol/l), chloride = 96 mmol/l (reference range: 98-113 mmol/l), another architect: potassium = 4.4 mmol/l, chloride = 111 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6) (18-day old male); (B)(6) (7-day old female); (B)(6) (2-yr old female); 1105903671 (3-mo. Old male); (B)(6) (71-hr. Old female).